Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to a fluid leak likely at the quick connector. All components were removed and replaced with a new device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter has been updated to the physician. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested. No anomalies were found with the pump. A pinhole was found in both balloon and cuff that is consistent with the explant of the device. Based on the information available and analysis results, the reported clinical observation of fluid leak could not be confirmed.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to a fluid leak likely at the quick connector. All components were removed and replaced with a new device. There were no patient complications reported.